Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. No the motor arm restart cannot communicate with the main arm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received multiple insulin pump error alarms occurred on second occurrence. The customer's blood glucose level was 183 mg/dl. Customer stated that the insulin pump error occurred during self test. Customer stated that they performed self test and the test was not ok. Troubleshooting was performed. The insulin pump will be returned for analysis.